Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's mother that the customer's insulin pump alarmed compromised force sensor system and was unable to use it. The customer's blood glucose 135mg/dl. The customer stated they are unsure if the drive support cap is protruded. During seating the force sensor did not detect the reservoir. Advised customer to discontinue use of the insulin pump and will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent a33 alarms and motor error alarmed during displacement test due to high motor current draw. However, the insulin pump passed pump self test, off no power test and a21 error test. The operating currents were in specifications. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted.